Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient had surgery in 2004 at l3 - l5 using screws, rods and rhbmp-2/acs. Reportedly, after surgery in 2004, patient suffered a life threatening event, a blood disorder developed. It caused a massive blood clot to [patient's] leg that went to [patient's] lungs with more emergency room and hospital visits.' Patient used a walker. Also after this surgery patient had greater pain and radiating pain, weakness, loss of sensation down legs with spasms to back and legs with severe cramps. Symptoms of swelling and inflammation to back with activity and sitting. Patient needed to lie down a lot. Patient experienced stress and depression that made coping worse. Patient had bowel and urination problems and gastrointestinal problems. Patient would lose control of bladder and bowels or have retention and bladder infections. On ultrasound, my kidney then was enlarged. Fevers, chills, and feelings of sickness that would come and get worse with activity with use of back. Use of anti-inflammatory medications would help but patient would need large amounts, tried not to use too much.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, the patient underwent fusion surgery in which rhbmp-2 was used. The patient was discharged on (B)(6) 2004.

Manufacturer narrative:
(B)(4).